Manufacturer narrative:
(B)(4). Results: cva/stroke and gi bleed.

Event description:
It is reported that the patient expired approximately 3 months post index procedure. It is reported that the patient died suddenly, the cause of death is acute cardiopulmonary arrest secondary to ventricular tachycardia. Investigator has indicated that the event was not related to mi, the study stent or the study procedure. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the 1st obtuse marginal. It is reported that approx 5 days post index procedure, the pt suffered a spontaneous gastrointestinal (gi) bleed. The pt presented with lower gi bleed resulting in bloody stools. Pt was placed on a proton pump inhibitor and received a diagnostic upper gi endoscopy and limited colonoscopy. A prbc transfusion of 1 unit was required. Investigator has indicated that event had remote relationship to the study stent and procedure. Pt was taking aspirin and clopidogrel at the time of the event. It is reported that the pt was hospitalized for back pain; leg pain, congestive heart failure and was noted to be anemic approx 10 days post index procedure. Investigator has indicated that the events were not related to the study device or procedure. It is reported that the pt was admitted for subarachnoid hemorrhage after a fall and also had a stroke due to the hemorrhage approx 1 month post index procedure. Cat scan showed small subarachnoid hemorrhage ad MRI showed right cerebral infract. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist. Investigator indicated that the events were not related to the study device or procedure. Pt was taking aspirin and clopidogrel at the time of the event. (Ref MFR # 9612164201100220).